Manufacturer narrative:
Concomitant medical products: tissue valve, implanted: (B)(6) 2007.

Event description:
It was reported that the right atrial (ra) lead exhibited high thresholds, unreliable capture, and the sensing had dropped after the patient had open heart surgery to replace a valve. It was determined that the lead had dislodged. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.